Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard/davol composix kugel hernia patch on or about (B)(6) 2008. As reported, the patient is making a claim for an adverse patient outcome against composix kugel hernia patch. It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per medical record and plaintiff profile form: (B)(6) 2008 - patient was diagnosed with incisional ventral hernia, adhesion thereby underwent open repair with the implant of composix kugel mesh. Per operative notes, ¿a composix kugel mesh was placed and sutured.¿ (B)(6) 2016 - patient was diagnosed with abdominal wall abscess thereby underwent open repair. Per operative notes, ¿the mesh was visualized in the depth of the wound. Wound was irrigated.¿ (B)(6) 2017 - patient was diagnosed with adhesion, infected abdominal wall mesh, bowel thereby underwent open repair with exploratory laparotomy lysis of adhesion, explant of composix kugel mesh. Per operative notes, ¿adhesions were taken down. Infected mesh was dissected.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-oct-2007) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4(cat no., lot no., expiry date), d.6b, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.